Event description:
During an in clinic follow up, an episode of noise resulting in oversensing was noted on the right ventricular (rv) lead. Provocative testing was performed and no anomalies were noted. Diagnostic imaging was also performed and no anomalies were noted. Reprogramming was performed to resolve the event. The patient was stable.